Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with epithelial ingrowth and striae in the right eye (od) post treatment. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of a slight distance blur. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.25 x .00 x 90; left eye pre-op 20/20 -4/50 x .00 x 90.

Manufacturer narrative:
Corrected data: in the initial report it was reported that the manufacturing date for the system was 01/31/2008 however, the manufacturing site has provided the date as year 2007 (only).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.